Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a redo pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. Upon moving the catheter from the left to right-sided veins, the stiffness of the catheter changed, making it difficult to freely maneuver the guidewire. The catheter was removed from the patient and the guidewire appeared kinked at the distal edge before the rosen loop. A new guidewire was taken. Catheter deployment was then tested, which was noted to be stiff. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.